Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The three target nodules were in the right middle lobe (2.5cm in size), right lower lobe (1.5cm in size), and right lower lobe (1cm in size). Pathology results were positive for granuloma. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an intuitive surgical, inc. (Isi) advanced failure engineer, a system log review could not be performed because the system logs were not available. This event is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization.